Manufacturer narrative:
Ra has received the event device and has been assigned to engineering for evaluation. A follow-up report will be sent upon completion of investigation. In accordance to 21 cfr 803.56, if we obtain additional information, which was not known or was not available when the initial report was submitted, then the supplemental report will be submitted to the FDA. There is no report of serious injury or death associated with this event.

Event description:
Total thyroid - "around activation 16 the jaws began sticking, a blood vessel ripped open which resulted in bleeding. Around activation 20 sticking again which caused a bleeder. Around activation 49 sticking occurred again, another vessel ripped open which resulted in bleeding. Jaws were cleaned after activation 15, 16, 20, 26, 37, 40, and 49. The doctor would short seal with both the eb030 and a competitor's product. The competitor hand piece needed to be cleaned 4 times in 40 activation. Intervention - "completed the procedure with competitor's product." Patient status - "no patient injury".

Manufacturer narrative:
Investigation summary: the event unit was returned for evaluation. The jaws and blade channel were covered in eschar. Engineering performed functional testing on the device and found the jaw gap to be insufficient. The root cause of sticking on tissue is found to be insufficient jaw gap and excessive blood and eschar build up. The voyant instructions for use (IFU) advises that "build-up of eschar can negatively affect sealing and cutting performance." Additionally, the IFU states "for optimal performance, keep the jaw surfaces clean. Use a gauze pad soaked with sterile water or saline to remove eschar." Applied medical is currently implementing corrective actions within a corrective and preventative action (CAPA) report to mitigate sticking on tissue. Additional information requested and received. In accordance to 21 cfr 803.56, if additional information is obtained which was not known or was not available when this report was submitted, then a supplemental report will be submitted to the FDA.

Event description:
Applied medical received additional information on nov 14, 2016 from the sales rep: seals 16, 20, 49 were full seals. The surgeon does have a technique of doing short seals though and I would say about 60% of his seals were short seals.